Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was intermittently inaccurate across multiple cartridges. Customer's blood glucose reached 500 mg/dl. The issue occurred in the past; therefore, troubleshooting could not be performed. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.